Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The unit was received with normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery, or failed battery test alarms occurred. However, three of the buttons had intermittent button response due to corroded keypad traces. The following cosmetic damage was also found: cracked lcd window, cracked case at a display window corner, cracked battery tube threads, broken belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's physician reported via phone call that the insulin pump had cracks around the battery lid and that the pump keeps turning itself off in spite of changing the battery lid and battery. The patient's blood glucose at the time of incident is unknown. The pump was in warranty and was returned for analysis and a replacement device was shipped to the customer.